Event description:
It was reported that the burr stuck in the lesion and a perforation occurred. The target lesion was located in the proximal circumflex artery. While performing a percutaneous coronary intervention, a 1.25mm rotapro got stuck in the artery on the third or fourth run. A perforation of the vessel occurred and the patient lost pressure. The burr was physically pulled out of the patient. Pericardiocentesis was performed. The patient was sent to the intensive care unit (ICU). The patient's status was stable post procedure. It was further reported that the physician concluded the vessel was simply difficult to treat and that the rotapro did was it was supposed to do.

Event description:
It was reported that the burr stuck in the lesion and a perforation occurred. The target lesion was located in the proximal circumflex artery. While performing a percutaneous coronary intervention, a 1.25mm rotapro got stuck in the artery on the third or fourth run. A perforation of the vessel occurred and the patient lost pressure. The burr was physically pulled out of the patient. Pericardiocentesis was performed. The patient was sent to the intensive care unit (ICU). The patient's status was stable post procedure.